Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: a review of the pump black box showed one pump reboot after a cs 052/054 call service alarm. A visual inspection of the pump revealed a crack in the battery compartment. There was evidence of corrosion inside the battery compartment. The battery cap was not returned with the pump. A test cap was able to fit securely to maintain an electrical connection. A test battery cap was used to complete 24-hour duration testing with no power interruptions occurring. The test cap was removed with no issue. A leak test revealed a battery compartment leak. The pump¿s cover was removed and no evidence of moisture damage was observed. The complaint of intermittent power was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked, the yellow o-ring of the battery cap was visible, the battery cap was unable to be removed from the pump, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.